Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had poor technique.

Event description:
Customer complains of erratic results. Customer called and stated that her husband's true result blood glucose monitoring device is displaying results that are erratic when compared to a result taken one hour apart. Customer wife states her husband feels well and requires no medical attention. The customer's expected blood results are 200-215mg/dl fasting. Verified the strips expired 10/14/2018. Customer confirms the strips have been properly stored and were first opened 11/17/2015. Customer performed a back to back blood test and obtained 361mg/dl and 341mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: all the results recalled in the memory.